Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to detached end cap causing the home switch to misalign with the motor slide pad. The motor was tested outside the device and passed. Insulin pump was received with intermittent button response due to unlocked lcd keypad connector. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was changing her site and dropped the insulin pump. The bottom side of the insulin pump popped out and alarmed motor error. The battery came out. The bottom part of the insulin pump was cracked and would not close. She was unable to clear the motor error alarm because the buttons were unresponsive. She could not turn off the beeping noise. Customer's blood glucose level was 134 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.